Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the image on the imaging system did not transfer to the monitor. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
Continuation of d10: product ID: bi71000194, lot number: unknown h3, h6: the system was serviced in the field and the issue could not be reproduced. The manufacturer representative (rep) reviewed error logs and found the radiologic technologist (rt)  released the hand control a couple seconds prematurely. B01, c19, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.